Event description:
It was reported to manufacturer that the vns pt developed respiratory difficulties during sleep within months of implantation. Additionally, it was reported that the pt developed snoring and stridor-like sounds during sleep. Initially, the symptom was attributed to obstruction of upper airways due to obesity. However, no evidence of this was found when the pt was seen by an ent specialist. The physician has opted to turn the device output current (normal and magnet mode) to 0ma. There was a rapid disappearance of the symptoms following device disablement.